Manufacturer narrative:
(B)(4). The customer made an allegation of an unexpected c-section. Based on the info available on 01/13/2011, this incident is considered a serious injury as medical intervention was required. No info was provided as to why the cesarean was considered unexpected and how monitoring was involved. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer made an allegation of a unexpected c-section.